Manufacturer narrative:
Medications: aspirin. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up imaging identified a trunk-ipsilateral leg component with a proximal type I endoleak with aneurysm growth of an unknown amount. The cause of the endoleak is reportedly unknown. On the same day, a reintervetnnion was performed whereby the aneurysm sac was coil embolized with onyx coils. The endoleak was resolved and the patient tolerated the procedure.